Event description:
Pt found to be extremely uthargic but responsive to verbal stimuli dn gentle tactle stimulation. In evaluating the pt control analgesia pump it was noted that the concentration setting was reading 1 mg/ml instead of the ordered setting of 10 mg/ml concentration. As a result, the pt received 420 mg of dimeralover a 4 hr period. The pt was transfered to ICU for reversal of the narcotic. Vital signs remained stable. Treated with oxygen. Improved and was d/c'd home.